Event description:
The customer reporter that the error message "saturation fault" displayed after boot up. No pt injury was reported.

Manufacturer narrative:
The power cap module grounding cabel was broken. The ge service rep removed and replaced the power cap module. System boots up normal.